Event description:
The customer reported that the unit keeps beeping. No pt injury was reported.

Manufacturer narrative:
The ge service rep removed and replaced the power supply. The system operates as intended.